Event description:
It was reported that the user could not unlock the ilet because the swipe function did not work, and the screen appeared cracked, leading to transition to backup therapy with a reported blood glucose of 146 mg/dl. Symptoms included no reported injury or adverse clinical effects. Outcomes included interruption of pump therapy and reliance on backup therapy while awaiting replacement. Investigation included review of user report and request for video evidence to assess display and touch functionality. Investigation of this device revealed a suspected display or touchscreen damage consistent with a cracked screen preventing swipe-to-unlock, indicating a hardware failure of the user interface assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.